Event description:
It was reported that the patient experienced an unpleasant sensation due to automatic left ventricular capture management test. The device was reprogrammed and left ventricular capture management was turned off. It was noted that the patient was enrolled in the (B)(4) study. The device and lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.